Event description:
It was reported that patient presented to the hospital with inadequate ventricular pacing. Crosstalk or oversensing was suspected. The device mode was changed to vvi, after which the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.